Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was deemed inoperable due to lack of communication with the ipg at the replacement procedure (reference MFR. Report: 1627487-2016-03185). Multiple attempts to establish connection were unsuccessful in resolving the issue. Subsequently, the ipg was explanted and replaced on (B)(6) 2016. Stimulation was restored post-operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.